Event description:
Boston scientific crm has identified that this implantable cardioverter defibrillator (ICD) is part of the expanded (B)(6) 2009 population of devices described in the shortened replacement window advisory (originally communicated april 5, 2007) and may be exhibiting potential premature battery depletion. However, in the absence of an analysis of the device memory and/or analysis of the returned device, this cannot be definitively ascertained. Additional information was provided that the device was later explanted and replaced with a non-boston scientific device. No adverse patient effects have been reported with this event.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.